Manufacturer narrative:
One used device was returned for evaluation. Visual inspection of the device found stress marks at the opening of the one-way inflation valve and a crack within the wall of the housing of the valve. Functional testing involved a leak test and found signs of leakage at the crack in the one-way valve. It was suspected the stress was caused by repetitive use and excessive force. Based on the evidence, the root cause was unable to be confirmed.

Event description:
It was reported that a smiths medical device leaked after weeks of use. Due to the incident, an emergency tracheostomy tube change was required and the patient was placed on a ventilator. No injury was reported. The event was considered resolved.